Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) 2015- additional information was received from a consumer indicated that the pump was no longer working and had died. Further information was not obtained. If additional information is received, a follow-up report will be sent.

Event description:
On 2015-10-28, information received from a company representative reported that they would check with pathology to see if the pump will be returned for analysis. As of (B)(6) 2015, the pump had not been received by the manufacturer. No additional information was provided. Additional information regarding confirmation of pump removal, diagnostics/troubleshooting, patient symptoms, and device replacement was requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was to have an MRI for back pain on the morning of this report. The health care provider (hcp) wanted to check the patients back to make sure there were no changes that had occurred prior to implanting a new infusion system. The patient thought that the pump was ¿not working and hasn¿t been for some time.¿ it was noted that the pump was alarming. The pump was interrogated and the event logs showed that two motor stall occurred. The first motor stall ((B)(6) 2015 0642) recovered ((B)(6) 2015 1536) and the second motor stall ((B)(6) 2015 0959) resulted in a stopped pump period may exceed tube set ((B)(6) 2015 0959). At the time of this report the pump was in minimum rate mode and the cause of the motor stall was unknown. It was noted that the patient did not have an MRI in march. The patient got sick and didn¿t realize that they were going through withdrawal. The patient had withdrawal symptoms back in march consisting of cramps, ¿run,¿ puking, and was nauseous. The patient went back to taking oral vicodin. Other actions to resolve the event were unknown and the patient was not receiving effective therapy. An MRI was scheduled on (B)(6) 2015 to determine if there were any other spine issues that needed to be addressed before they were to make a decision to replace or remove the pump. The type of medication being delivered via the device system was morphine and bupivacaine. Additional information has been requested regarding the patient¿s interventions and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).